Manufacturer narrative:
Method/results - no product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported that she was attempting to prime and no insulin was dripping from the infusion tubing. She found that she had not properly tightened the luer connection of the infusion set and insulin dripped into the cartridge compartment of the infusion device. She cleaned the cartridge compartment with a cotton swab. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.